Event description:
The device was returned from customer for service for a failure code of 500:320. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 500:320 was confirmed. The failure code 500 indicated that the lockout key was stuck. Investigating reports of the failure code 500.